Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that secondary IV bag of clindamycin infused into primary. Although requested and several attempts made no other patient event details provided by the customer. The event occurred in oncology.